Manufacturer narrative:
Results: the reported complaint of "port plug pull out" was confirmed. As received, the shaft of the port plug was curved and the tip had compression damage. Dimensional measurements showed that the port plug was shorter than specifications. This prevented the port plug from being secured in the port in the header of various two known good eon c ipgs. This was consistent with the observations made in the field. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During the procedure to implant the pt's ((B)(6)) ipg, it was reported the physician was unable to seal the ipg header with the port plug. A second port plug was successfully used, and the procedure was completed without further incident. No pt complications were reported as a result of this event. Analysis of the returned port plug was completed on (B)(6) 2013 and an issue was found with the device which substantiates the reported allegation.